Event description:
Pump volume remaining at 83.3cc. Bag of morphine changed and amount measured from bag was 105cc. Biomedical engineering tested the pump and it functioned properly. History in pump's memory show 0 injections and 0 attempts for previous 24 hr period. Limitations of this device's memory make detailed investigation impossible.